Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen to treat intractable spasticity related to head/brain injury. The pt exhibited signs of infection at the lumbar wound site and was diagnosed with meningitis eight weeks after implantation. Lumbar wound cultures grew methicillin resistant staphylococcus aureus. The pt underwent a catheter revision and was treated with antibiotics. The pt's infection did not resolve and approx 12 weeks following implantation, the pt underwent explantation of the pump and catheter. The pt continues on an antibiotic course for the infection.